Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the results log for sid (B)(6) was not available for review; therefore, the results and amplification curves for this sample could not be further reviewed. The other elements of this investigation do not suggest a potential product deficiency for lot 516911. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant result (false negative) while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911. The complaint history review identified no additional complaints related to false negative results for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported one false negative patient result reported on their alinity m sars cov-2 assay. The customer reported a total of five positive samples, four samples were negative when retesting them twice on the alinity m. The 5th sample (sample ID (B)(6)) was initially tested positive, negative on the 2nd retest then positive when retested third time. Upon further discussion with the customer, the customer clarified that sample ID (B)(6)was considered and reported as positive, and therefore was considered false negative. It was confirmed that there was no patient impact caused due to this observation. The false positive event was reported in 3005248192-2021-00262. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approved.